Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, 12-151307 echo fx 7mm std femoral unknown, 010000934 g7 hi-wall e1 liner 36mm d unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03012, 0001825034-2019-03014, 0001825034-2019-03016, 0001825034-2019-03017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced pain and weakness approximately 15 months post revision surgery. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left extremity weakness, mild pain with no loosening of components and excellent alignment 1-year post-op as reported, office visits continue with prescribed pt and ongoing pain and weakness over the next 2 years, no revision at this time has been completed, latest xrays still show good alignment and fixation. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was additionally reported that the patient is experiencing ongoing pain and stiffness. However, no revision has been reported to date. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and findings include: one month post-op office visit: left lower extremity weakness, mild pain, x-rays no loosening, minimal heterotopic ossification , excellent alignment, superior anterior trochanter area of tenderness ¿ injection w/kenalog & marcaine two months post- office visit: left lateral upper thigh pain radiating down after long periods of standing, flexion of hip improved, heterotopic bone after the revision surgery has most likely limited flexion somewhat, three months post office visit: continues to complain of discomfort anterior left thigh down to knee and weakness left knee, unable to stand greater than couple hours, and resigned from job, no trendelenburg gait, ordered tests to rule out loosening and infection ¿ no results provided, ordered physical therapy to weakness and endurance. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.